Event description:
It was reported that the target lesion was located in the anterior cerebral artery with moderate calcification and moderate tortuosity. An emboshield nav6 device was selected. However, the filter of the emboshield nav6 device could not cross through the artery to the intended site. After retraction of the device, it was noted that the tip was deformed. It was replaced with another device to continue the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided. Device analysis revealed the bare wire core was separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the reported stretched tip coils were confirmed. Additionally, the bare wire core was separated. The failure to advance could not be replicated in a lab environment as it was based on case circumstances. Based on visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for stretched tip coils or failure to advance reported from this lot. Based on the reviewed information, no product deficiency was identified.